Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. The photo attached to the record is of a bd shelf carton in good condition and was sent by end user as a product reference and not of the reported defect. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 6 of the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) were unable to deliver medication. The following information was provided by the initial reporter: he has had approximately 6 that have failed to inject the full insulin dosage.

Event description:
It was reported that 6 of the bd ultra-fine¿ short pen needles 8mm x 31g (100 count) were unable to deliver medication. The following information was provided by the initial reporter: he has had approximately 6 that have failed to inject the full insulin dosage.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.